Event description:
Four months post op, the screw fractured, requiring removal of the implant in 2000.

Event description:
Four months post-op, screw was found fractured by x-rays. The pt recovered and the screw was removed seven months post-op, along with the other devices.